Event description:
Reporter noted lesion (bruise) inferior to infusion cannula during procedure. Feels shorter cannula seems to make contact with side wall in an acute manner, when a longer cannula would not, during normal manipulation of eye.